Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 23-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of a thrombectomy procedure, the device packaging for the 150cm x 5cm prowler select plus microcatheter (606s255x / 31537086) was inspected and noted to be in good condition. The physician flushed the microcatheter with saline and observed that saline fluid escaped from the distal end of the microcatheter. The microcatheter was not used for the procedure, in the patient; it was replaced. There was no negative impact on the patient. On 26-jun-2025, additional information was received. The information confirmed that the microcatheter was replaced to complete the procedure. On 10-jul-2025, it was indicated by the cerenovus representative that additional information is not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31537086) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The microcatheter was flushed using a lab sample syringe without any resistance. During the flushing process, there was no fluid leak observed. In addition, microscopic inspection was performed, and no abnormalities were observed. The issue reported regarding fluid escaped from the distal end of the microcatheter could not be confirmed, as there were no damages noted on the device during product investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31537086) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following recommendations and warnings: remove catheter and inspect to verify that it is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.